Event description:
Home pt noted supply tubing leaking on homechoice cassette during treatment. Pt disconnected from treatment and did manual exchange. No pt injury and no medical intervention was required per pt.